Manufacturer narrative:
Gtin: unknown. Upon completion of the investigation, a follow up report will be filed.

Event description:
Translation: valve was explanted on (B)(6) 2015. Or lead will provide to us further information.